Event description:
It was reported that during preparation for an unspecified procedure, stent damage was noted. When the physician was prepping the device it was noted that a piece of the liberte bms strut was "sticking straight out" on the proximal end of the stent. There was no patient contact. The procedure was completed with another liberte bms.